Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier ous mr 4.00 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage on the distal end, with struts lifted slightly. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and they were slightly bunched, and balloon cones were relaxed, and the wings were unfolded. The condition of the balloon cones appears as if pressure was applied to the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 545mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22 may 2019. It was reported that catheter kink occurred. The target lesion was located in the left anterior descending artery. A 16 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, the catheter kinked at the middle, outside the valve. The procedure was completed with another of the same device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detached/separated and stent damage.